Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper not functioning one time during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip grasped the leaflet and had a good mr reduction, but the gradient was too high at 6 to 8 mm hg so the grasp was released and the mitraclip was repositioned on the leaflet. From then on, there was difficulty grasping the leaflets that were described as mushy and there was no satisfactory reduction in mr. During one of the grasps, one gripper appeared to be stuck when it did not lower completely. The clip was unlocked and the gripper functioned normally. The undeployed mitraclip was removed from the anatomy. Mr grade was unchanged and remained 4. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device, but the reported difficult to open or close (gripper actuation issue) was unable to be confirmed with device analysis. The reported failure to adhere or bond (leaflet capture) could not be replicated in a testing environment as it was related to patient anatomy. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot specific quality issue. A definite cause for the gripper actuation issue could not be determined. The leaflet capture issue appears to be related to the challenging patient anatomy (prolapse and mushy leaflet pathology). There is no indication of a product quality issue with respect to manufacture, design, or labeling.